Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. The left ventricular lead exhibited loss of capture. No intervention was performed and the patient would be monitored.

Manufacturer narrative:
.